Manufacturer narrative:
During eval of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.